Event description:
The customer reported that the device failed to power up under ac power.

Manufacturer narrative:
The customer reported that the device failed to power up under ac power. The device was evaluated at the philips. The power pca and therapy pca were replaced to resolve the issue. Because multiple parts were replaced we cannot determine conclusively which part resolved the reported symptom.